Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine device change, in the middle of the procedure rapid pacing at 130bpm during electrocautery occurred. It abruptly stopped. Interrogation revealed the device was in backup mode. The device was explanted and replaced successfully.